Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power error detected/ pump error 25- this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, pump error 49 -history pointers failed. The history pointers are corrupted and pump error 68- trace pointers are invalid. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump however the alarm recurred. It was noticed that the customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed, the displacement test, active current test. Unit failed to pass the sleep current measurement, due to high currents. Unit failed to pass, the self test, due to pump error 75 occurring, during testing. Successfully downloaded history files and traces using thump. The power management tool confirmed, pump error 25 was triggered, when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours, due to moisture damage on the electronic stack. Pump error 25 occurred on (B)(6) 2024, 19:00--19:19 & (B)(6) 2024, 03:00--23:28 in history files. Pump error 68 and pump error 49 occurred on (B)(6) 2024, 23:37 in history files and were expected. Pump error 75 occurred on (B)(6) 2024 06:39 in history files. Pump was cut open to perform visual inspection. And found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case, pillowing keypad overlay. Pump error 25 found was confirmed, due to a connector resistance issue with the j6 connector on pcba 1. Pump error 68 and pump error 49 is not confirmed. Pump error 75 and unexpected battery power loss is confirmed, due to occurring, during testing and due to moisture damage on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.